Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No failed battery alerts noted after battery installation. Proceed it by using a new battery cap and a new battery. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals one time occurrence of low battery alert on (B)(6) 2024 13:33:00.000hour. Insufficient evidence to confirm complaint code. However, multiple failed battery test alerts were recorded on (B)(6) 2024 13:12:46.000, (B)(6) 2024 11:59:17.000 and on (B)(6) 2024 14:21:01.000. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test and self test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, battery cap contact missing, cracked keypad overlay, label damage (faded), battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay and damaged display window cover. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In conclusion, customer concern was not confirmed of low battery alert or failed batt alarms. Unit was tested successfully. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Customer concern of damage battery cap metal contact was confirmed during visual inspection when missing battery cap metal contact was noted. In addition, cosmetic damage was also confirmed when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump case after the pump was fallen, battery cap metal plate from the battery cap was loose, battery failed alarm, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1886 troubleshooting was performed. Customer did not receive low battery warning prior to replace battery alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.